Event description:
A high number of large volume pump modules have been failing recently due to plastic failure in the lower door hinge area. These pumps are less than a year old. Manufacturer response for infusion pump module, alaris (per site reporter): the manufacturer has indicated an intent to investigate.